Manufacturer narrative:
Date of event: date is approximate with month/year validity. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported by the patient that their neurostimulator had moved since last month and they were having trouble maintaining a connection with their recharger. The patient stated they saw the nurse practitioner at the health care professional (hcp) office about two weeks ago and was told that the ins was very positional and had moved and was down in the hip and the patient stated they were also told that they had a lot of scar issue in that area. The patient stated that the nurse practitioner had drawn an outline of where it was, however patient said that they couldn't feel it there anymore and they believed it had moved again; they stated they felt it more mid-line. While on the call, the patient reset the recharger and then the patient tried to connect and it did right away however then it lost connection almost immediately, which is what the patient stated had occurred. It was also noted that the patient had stated that when they had received training on the day of implant, the manufacturer representative (rep) had told the patient not to use the recharger belt as a lot of people had trouble keeping it in place so as a result the patient didn't use the belt when recharging. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. It was noted the patient stated they were seeing their general practitioner (gp) today and that they would ask for them to order x-rays and send results to their managing hcp. The patient mentioned unrelated medical history, which included the patient said two weeks ago they'd had a fall and had fractured their ribs.